Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) had repeated non-recoverable error 32056 and restarted the system without success. Technical support engineer (tse) reviewed the logs and found error 23002 and 32056 pointing to acs in usm #1 and guided customer to restart the system including exercising usm 1, to epo + breaker, to reseat and clean the bfc. Nurse was having difficulties to perform recommended steps due to she was not fully familiar with the system and while performing these steps it turned out that the 2nd ssc was not properly connected which took longer then expected and after restart the error persisted. The system has been restarted again with the same result. Tse informed customer that arm 1 won't be usable. Tse explained customer how to move arm out of the operational field and to deactivate it, to be able to use the system with three arms and was able to deactivate arm 1. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the yaw searchlight assembly was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the yaw searchlight assembly is consistent with the reported event and are the potential root cause for this issue.